Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture (baker grade IV) of the left breast prosthesis associated with a periprosthetic fluid collection" and lymphadenopathy. (B)(4). (B)(6).

Event description:
Healthcare professional reported pain and hardening on left side. The device has been explanted. Patient was prescribed unspecified anti-inflammatories. Healthcare professional reported "radial folds", "capsular contracture (baker grade IV) of the left breast prosthesis associated with a periprosthetic fluid collection" and lymphadenopathy.